Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 17 may 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended.